Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs within the last 12 months. The event history log (ehl) review found no related complaints. The reported issue was confirmed through visual inspection. The root cause of the issue was a torn downstream occlusion (dso) seal. The dso seal will be replaced.

Event description:
It was reported that there was a tear in the membrane. There was unknown reported patient involvement.